Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
(B)(4). It was reported that during a stenting treatment procedure, a vessel dissection occurred. Access was gained via the left femoral artery using a 6fr sheath. There were two target lesions. First, a diffuse, high risk class "c", 24mm long and 70% stenosed lesion located in the calcified proximal left anterior descending coronary artery with timi-3 flow. Following angiography, a 2.0x20mm maverick2 balloon was advanced and inflated twice at 12atm. Then a 3.0x28mm taxus liberte was advanced and deployed in the target lesion at 20atm for 26 seconds followed by post dilation with a 3.5x12mm quantum maverick balloon inflated 3 times to 16atm. The final result was 0% residual stenosis and timi-3 flow. Second, a complex, medium risk class "b", 12mm long and 90% stenosed lesion located in the mid 1st diagonal artery with timi-3 flow. It was treated with plain old balloon angioplasty using a 2.0x30mm apex balloon catheter inflated at 14atm for 75 seconds. A dissection was noted in the diagonal which was treated with additional balloon dilation using a 3.5x12mm quantum maverick balloon inflated to 16atmfor 16 seconds. Following treatment residual stenosis was 20% and timi flow was 3. The event was reported to be resolved and the patient recovered.